Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a mammary procedure the clips delivered,but there firing issues with the applier. The site used a similar device to complete the case. There was no patient consequence.